Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Valve was fractured at the siphon guard junction. Surgeon explanted and implanted an 828804pl. We are not sure if the valve will be returned. It's yet to be determined. No adverse and no delays. On (B)(6) 2016 per rep: "I was not in the case during the explant so I don't have any information other than what I saw of the valve the next day. The valve was found to be cracked and broken at the siphon guard and csf was found to be leaking from this site and into surrounding tissue. I'm not sure if any of the questions on the form apply to this situation."

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was received at setting 4. The valve was hydrated for about 25 hours. The valve was visually inspected: and confirms the tear/cut in the silicone housing around the siphon guard, a mark in the hard plastic of the siphon guard was noted, this could be a scalpel mark. Review of the history device records was not possible as the lot number given in the complaint is not for a certas valve. The root cause could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Additional information from investigation: per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. At the present time this complaint is closed.